Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level. The customer¿s blood glucose level was above 400 mg/dl. The customer reported that they treated the high blood glucose with manual injections. The customer reported that she received off no power alarm with a prior low battery alert. The insulin pump will not be returned for analysis.